Manufacturer narrative:
Insulin pump failed prime test due to a faulty force sensor resistor. Unable to perform functional tests due to the prime anomaly. Cracked battery tube threads and scratched display window was also noted.

Event description:
Customer reported hospitalization high blood glucose. The blood glucose reading at the time of the event was 245 mg/dl. Cause of hospitalization was diabetes related. Customer had a fever, lethargic and (B)(6). Hospitalized for three weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.